Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.